Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, a trend has been identified by the manufacturing facility for this type of failure. An investigation has been started by the facility to identify the cause and correct the issue. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract from the patient's vein when the button was pressed and had to be done manually. The following information was provided by the initial reporter: "needle does not retract when the retractor button is pressed. When I press down on it does not feel like there is resistance on the button like it normally does when it retracts. I had to pull the needle out un-retracted after getting the catheter in the vein. This has potential to harm the patient as well as staff."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract from the patient's vein when the button was pressed and had to be done manually. The following information was provided by the initial reporter: "needle does not retract when the retractor button is pressed. When I press down on it does not feel like there is resistance on the button like it normally does when it retracts. I had to pull the needle out un-retracted after getting the catheter in the vein. This has potential to harm the patient as well as staff."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.